Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve was implanted in an approximately 95:5 aortic position and subsequently embolized into the ascending aorta. Balloon aortic valvuloplasty (bav) was performed with a 20x3 balloon under rapid ventricular pacing (rvp). Prior to deployment, the 26mm sapien valve was positioned in a 60:40 aortic position. While under rvp with a contrast injection, the sapien valve was partially inflated. The patient¿s pulse pressure was approximately 65mmhg. A long pacing was performed and the physician attempted to re-inject the aortic root for final valve positioning; however, no contrast was available for a second root shot and the sapien valve was subsequently deployed to full expansion. Final valve position was approximately 95:5 aortic. Within several heart beats the sapien valve embolized aortic. The patient remained stable. A second 26mm sapien valve was then deployed under rvp with a final position of 80:20 aortic. Echo revealed trace central aortic insufficiency (cai) and no paravalvular leak (pvl). After removal of the delivery system, a wire was passed through the sapien valve in the aortic arch. Using bav balloons, the sapien valve was safely moved around the aortic arch and anchored in a 24-25mm diameter location in the descending aorta. A final aortogram was performed and the sapien valve and the aorta appeared intact. The patient remained stable throughout the entire procedure. The native aortic annular diameter was 21mm by tee and 20mmx28mm (area 452) by CT. The native aortic valve was severely calcified. The aortic root was moderately calcified. There was mild mitral annular calcification (mac) and moderate ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was described as normal. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the aortic embolization was the inadequate lowering of the patient¿s pulse pressure and the unavailability of contrast for a root injection during valve deployment. Valve deployment was initiated too soon, which led to the inadequate lowering of the patient¿s pulse pressure. The power injector was not filled properly prior to valve deployment, so there was only enough contrast for one root injection.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization of the valve into the aorta cannot be confirmed. However, a combination of patient (severe native valve calcification, mild mac, moderate ventricular septal hypertrophy, and a preserved ef) and procedural factors (initiation of valve deployment too soon leading to inadequate lowering of blood pressure, improper filling of the power injector leading to no contrast being available for a root injection during valve deployment) likely contributed to the event. The 80:20 aortic implantation of the second valve was likely due to the same aforementioned patient factors in combination with no contrast solution being available for valve positioning. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.